Manufacturer narrative:
Further information was requested but not received yet.

Event description:
New information received notes that the patient received several inappropriate shocks for svt and physician thinks that it depleted the battery faster. When the patient came to the clinic, device was in backup vvi mode with hv therapy disabled. Patient is old and physician plans to either downgrade the patient to pacemaker or leave device as it is to avoid surgery. Patient was scheduled for follow-up on (B)(6) 2019, however details of visit were unknown. Patient has been stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode due to power on reset during follow-up in clinic. Further evaluation noted that power on reset was due to low battery voltage. No intervention is performed yet. Patient is stable.